Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power test, basic occlusion test and prime/ compromised force sensor test. However, the pump was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify excessive no delivery alarm due to motor error alarm at bolus. Pump received with scratched lcd window. The pump was received with a cracked case display window corner, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was unknown. The customer performed troubleshooting was not able to resolve the no delivery alarm. During troubleshooting the pump alarmed motor error. The device will be returned for analysis.